Event description:
It was reported "doctor states that while trying to feed the guidewire it would not advance, and noticed it had a kink in it. The device was removed entirely. She had to open another set, where she states the guidewire was also slightly kinked, but she managed to advance it and proceed with insertion." There was no patient harm or injury. There was no delay to therapy. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00801.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "doctor states that while trying to feed the guidewire it would not advance, and noticed it had a kink in it. The device was removed entirely. She had to open another set, where she states the guidewire was also slightly kinked, but she managed to advance it and proceed with insertion." There was no patient harm or injury. There was no delay to therapy. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00801.

Manufacturer narrative:
(B)(4). The customer returned one, opened sac arterial kit for analysis. No definite signs of use were observed. The needle involved with the complaint was not returned. Visual analysis of the guide wire revealed a single kink around the middle of the component. The kink on the guide wire measured 176mm from one end of the guide wire. The guide wire outer diameter length measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was inserted into a lab inventory 20ga needle. Minor resistance was encountered as the location of the kink; however, all functional sections of the guide wire passed with little to no issue. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed , and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of a kinked guide wire was confirmed through analysis of the returned sample. A kink was observed around the middle of the guide wire. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time without the needle also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctor states that while trying to feed the guidewire it would not advance, and noticed it had a kink in it. The device was removed entirely. She had to open another set, where she states the guidewire was also slightly kinked, but she managed to advance it and proceed with insertion." There was no patient harm or injury. There was no delay to therapy. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00801.